Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 370 mg/dl at the time of the event and reported a sensor glucose vs blood glucose reading mismatch. The customer reported hyperglycemia treated with insulin pump and manual injection. The event involved products mmt-332a, mmt-1884, mmt-386a, mmt-7040a. Troubleshooting was partially performed for hyperglycemia and later customer does not feel ok to troubleshoot. Troubleshooting was performed for sensor glucose vs blood glucose and found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The discrepancy between sensor glucose and blood glucose was not within range. The blood glucose value was 370 mg/dl and the sensor glucose value was 213 mg/dl and the difference was greater than 30%. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-386a. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.